Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 201, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s ¿whole set¿ was removed due to infection. It was noted that the manufacturer¿s representative had not been made aware of the issue until after the device was taken out. The manufacturer¿s representative stated that he ¿believed that it was a standard pocket site infection.¿ it was reported that the patient was recovered.